Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is still implanted in patient. It is unknown when revision surgery will occur as it has not been scheduled. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was that a left clavicle small frag 3.5mm locking compression plate had broken post-operatively. There were six screws in the plate with three screws on each side of the plate all still intact. The plate broke in the empty mid-hole where there was no screw placed. That date the broken plate was discovered is unknown. The patient is able to move and the plate is bending at the hole where the least amount of metal was located. The original date of implant was (B)(6) 2015. It was reported that the patient does not have a wound complication. The surgeon is waiting for normal healing for anticipated treatment for revision surgery in the next six weeks. This report is 1 of 1 for (B)(4).